Manufacturer narrative:
The device was not returned for analysis as the stent was implanted. Product performance engineering reviewed the incident information; however, a review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. It is likely that manipulation of the device during stent deployment the stent was inadvertently moved from the intended location resulting in the shift or the stent onto healthy tissue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly tortuous, concentric, and mildly calcified de novo lesion in the mid left anterior descending artery. A 2.50x8mm xience sierra stent was implanted. Angiogram and intravascular ultrasound indicated the stent shifted during deployment, partially in healthy tissue. A 2.5x9mm non-abbott stent was implanted, in the uncovered portion of the lesion. The procedure was successfully completed with post-dilatation. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.